Manufacturer narrative:
H.6. Investigation: 35 customer samples from lot 0072405 and 41 customer samples from lot 0072406 were returned from the customer facility for evaluation. 10 customer samples from each lot were evaluated by functional testing and the indicated failure mode for underfill with the incident lots was not observed as all product specifications were met. Additionally, the customer sample tubes were inspected with 0 visible defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes under filled during use on three occasions with 10 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) customer states that tube under filled on three separate occasions. Not know at this point if a straight venipucture needle or a winged collection set was used. What was the date of event? (B)(6) and (B)(6). Were there any photos taken at the time of the incident? No photos, examples were given to department supervisor. At the time, material¿s management did not request photos or samples. How many units (tubes) affected? 10 tubes total. What is the labeled draw volume (2ml, 3mletc) 2.7. What was the level of tube fill? A mixture of both. No fill (fill volume is near zero); partial fill; unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? At time of collection. What was the tube¿s expiration date? 12/31/2021. How was the tube drawn? With a 20g straight needle. Was a discard tube used? A discard tube is not needed with a straight needle. Was a successful draw achieved with the same lot? Yes- two different lots. Is this happening with one particular: department, unit, and shift, time of day or person- multiple phlebotomists at aurora west allis medical center.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0072405, medical device expiration date: 2020-12-31, device manufacture date: 2020-03-12, medical device lot #: 0072406, medical device expiration date: 2020-12-31, device manufacture date: 2020-03-12." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes under filled during use on three occasions with 10 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) customer states that tube under filled on three separate occasions. Not know at this point if a straight venipucture needle or a winged collection set was used. What was the date of event? 8/5 and 8/7. Were there any photos taken at the time of the incident? No photos, examples were given to department supervisor. At the time, material¿s management did not request photos or samples. How many units (tubes) affected? 10 tubes total. What is the labeled draw volume (2 ml, 3 ml etc) 2.7. What was the level of tube fill? A mixture of both. No fill (fill volume is near zero). Partial fill. Unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? At time of collection. What was the tube¿s expiration date? 12/31/2021. How was the tube drawn? With a 20 g straight needle. Was a discard tube used? A discard tube is not needed with a straight needle. Was a successful draw achieved with the same lot? Yes, two different lots. Is this happening with one particular: department, unit, and shift, time of day or person. Multiple phlebotomists at (B)(6).